Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, restart error test, rewind test, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test or verify no delivery alarm or air bubble anomaly due to unresponsive button. No moisture damage on keypad,electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir contains air bubbles. Customer's blood glucose was 200 to 390 mg/dl at the time of incident. Customer found no leaks and customer was advised to have the insulin at room temperature prior to filling reservoir. Customer indicated that they have blood glucose that does not go down after repeated bolus attempts. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.